Event description:
During the surgery, the anatomic fixed bearing insert component could not be correctly impacted on the tibial baseplate. Another similar device (same reference) has been correctly impacted. After impaction, the stability test performed shows laxity issue which required the implantation of a tibial bearing with a higher thickness (thickness 14 instead of thickness 10 planned for surgery). According to the reporter, it is probable that the extended manipulations have caused an injury of the ligament, leading to a relaxation of the knee. Associated devices: anatomic® tibial base plate for fixed bearing insert cemented size 5 (reference: 1-0204905, batch number: 320118). Incident recorded internally under the amplitude reference "(B)(4)".

Manufacturer narrative:
The review of the manufacturing data shows that: the raw material of the anatomic® insert complies with the iso 5834-2 standard. The raw material of the anatomic® tibial base plate complies with the iso 5832-4 standard the review of the manufacturing history records shows that the devices have been manufactured according to our specifications and drawings. 100% of the parts have been inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of the tibial base plate and insert. (B)(4). The visual analysis of the returned devices showed: on the posterior part of the insert, presence of a marks which show that the dovetails were not properly engaged before the impaction. On the anterior part of the insert, marks indicates an impaction's attempt. The insert does not show any deformations of the clipping beads, indicating a failure to finalise the impaction. The general aspect shows marks under the insert. It is also noted the presence of two irregular marks unexpected on the posterior part of the glenoid. The shape and texture of the marks suggest a strong contact on the femur (posterior femoral cuts). These marks could suggest 2 hypothesis: failure to impact the insert due to the presence of element between the insert and the tibial baseplate and or conflict with the femur. These marks have been created during the voluntary removal of the insert following the failure of impaction. In conclusion and according to the elements in our possession, the insert was not properly pre-positioned on the tibial baseplate, which made impaction impossible. The exact origin of this mismatch cannot be established.